Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, the patient had a xience sierra stent implanted. On (B)(6) 2020, the patient was re-hospitalized with hypotension and other cardiovascular symptoms. The final patient outcome is reported as unknown. No additional information was provided.